Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a broken sensor wire on (B)(6) 2014. Upon sensor deployment, patient reported that sensor wire was not inserted. Patient proceeded with new session. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).